Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 92 paces per minute (ppm) indicating the device had not reached the elective replace- ment indicator (eri). The eri byte also indicated that the pulse generator was not at eri, but since interrogation was difficult the device was replaced.

Manufacturer narrative:
Na